Event description:
A malfunction alarm was reported with a malf 12 code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred.